Event description:
During the pairing of the subject home monitor on (B)(6) 2018, the patient reported by phone that the received smartview was scratched, and badly packaged. Pictures were sent, which showed that the two bags containing the adaptors were missing and the cable was not properly bended nor tightened in its package. Reportedly, during the pairing several problems occurred: it was difficult to keep the green light after plugging to the mains, the remote monitoring needed at least 2 minutes to start, and green light switched off. In a second attempt, the remote monitoring started and could be associated with the defibrillator. During a remote follow up after the first transmission, the back office noticed that the transmission was not done and an email on 11 dec 2018 from the patient was received, reporting that it switched off after 15 minutes from the starting and later on it switched on again. A manual transmission was performed by the patient but it did not work. Reset has been done and tried again, without success.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190329 - file-2018-04037 - analysis_and_closure_report_resp-2019-00514.pdf].

Event description:
During the pairing of the subject home monitor on (B)(6) 2018, the patient reported by phone that the received smartview was scratched, and badly packaged. Pictures were sent, which showed that the two bags containing the adaptors were missing and the cable was not properly bended nor tightened in its package. Reportedly, during the pairing several problems occurred: it was difficult to keep the green light after plugging to the mains, the remote monitoring needed at least 2 minutes to start, and green light switched off. In a second attempt, the remote monitoring started and could be associated with the defibrillator. During a remote follow up after the first transmission, the back office noticed that the transmission was not done and an email on (B)(6) 2018 from the patient was received, reporting that it switched off after 15 minutes from the starting and later on it switched on again. A manual transmission was perfomed by the patient but it did not work. Reset has been done and tried again, without success.